Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm sjm masters series valsalva aortic valved graft was successfully implanted. There were no intraprocedural adverse events reported. Post procedure, there was bleeding from an unknown source. The patient required surgical intervention in the operating room to identify the source of bleeding and to control and stop the bleeding. No patient consequences were reported.

Event description:
Subsequent to the previously filed report, additional information was received: the patient received transfusion of red blood cells, platelets, and plasma. On (B)(6) 2023, the patient was discharged from the hospital. On (B)(6) 2023, the patient was re-admitted to the hospital due to a pericardial effusion. The patient received a transfusion of 270ml plasma. A pericardiocentesis was performed, and 1100ml of bloody pericardial effusion was drained. There were no device deficiencies noted.

Manufacturer narrative:
An event of bleeding and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.